Manufacturer narrative:
No patient samples were returned for testing. Product support retained lot w49667 with positive control, calibrator h (cal h) and two whole blood (edta) donors for tni recovery. No low bias or false negative tni results were observed. No error codes were observed. All data points with cal h were within the manufacturing 2sd range, with a 96% recovery, within the final release specifications. The customer's complaint of false negative tni results was not observed. Product support did not observe any low bias or false negative tni values with the positive control samples. Product support tested two normal (healthy) whole blood (edta) donors and all values received were less than 0.05 ng/ml for tni and no high bias or false positives were observed. Product support was unable to verify the customer's result and could not rule out any sample specific or environmental factors that may have affected analyte recovery. (B)(4). This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported potential false negative troponin (tni) on the triage cardiac panel versus another analyzer, expand for six patient samples. Edta whole blood samples were drawn by the lab. Visual inspection of the six samples revealed nothing unusual. Sample and device were at room temperature. Lab temperature was between 68 to 75 degrees fahrenheit. Daily an experienced technician performed the test. Absorption of specimen onto device prior to insertion into triage meter was performed. No patient information was provided. Final diagnosis of all six patients has not been confirmed yet, however, caller mentioned that all EKG and clinical diagnosis provided mi.